Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that the 2008t blood pump rotor roller sleeves/tabs came loose and were missing guide post (pin) sleeves were coming loose during a patient's hemodialysis (hd) treatment. There was no reported harm to the patient and the staff had caught the issue right away. The patient was transferred to another machine to complete treatment. The bmt stated an a.11 alarm prompted on the blood pump display, and upon close inspection there was also a small scratch at the bottom of the blood pump rotor housing. The bmt believed the rotor tabs coming off/loose/missing caused the a.11 alarm/message to continue even after replacing the rotor and testing the blood pump module on another machine. Upon follow-up, the bmt stated after initiation of a patient's hemodialysis (hd) treatment the blood pump rotor guide post (pin) sleeves were coming loose and coming off and cut of the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed. It was unknown if the patient's blood was returned. The bmt stated the blood pump rotor was replaced and the machine was returned to service. Per bmt the rotor was original to the machine and the machine had 12.000 usage hours. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the blood leak was minimal and the estimated blood loss was less than 100ml. Immediately following the event, the patient was switched over to a different machine and resumed and completed treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that the 2008t blood pump rotor roller sleeves/tabs came loose and were missing guide post (pin) sleeves were coming loose during a patient's hemodialysis (hd) treatment. There was no reported harm to the patient and the staff had caught the issue right away. The patient was transferred to another machine to complete treatment. The bmt stated an a.11 alarm prompted on the blood pump display, and upon close inspection there was also a small scratch at the bottom of the blood pump rotor housing. The bmt believed the rotor tabs coming off/loose/missing caused the a.11 alarm/message to continue even after replacing the rotor and testing the blood pump module on another machine. Upon follow-up, the bmt stated after initiation of a patient's hemodialysis (hd) treatment the blood pump rotor guide post (pin) sleeves were coming loose and coming off and cut of the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed. It was unknown if the patient's blood was returned. The bmt stated the blood pump rotor was replaced and the machine was returned to service. Per bmt the rotor was original to the machine and the machine had 12.000 usage hours. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the blood leak was minimal and the estimated blood loss was less than 100ml. Immediately following the event, the patient was switched over to a different machine and resumed and completed treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.